Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken wherein a lead was implanted to address the issue. Therapy was restored post-operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.